Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for review and evaluation of the presenting electrogram (egm) of the patient with this cardiac resynchronization therapy pacemaker (crt-p) system after a syncopal episode. It was noted that the patient was in an atrial flutter. It was also noted that a chest xray was performed and the images revealed a dislodgement of this right ventricular (rv) lead. Upon review, the egm showed events on the left ventricular (lv) channel inhibiting lv pacing. Ts discussed programming optimizations. Subsequently, a revision procedure was performed. This rv lead was explanted and replaced with a new device. No additional adverse patient effects were reported.